Event description:
Boston scientific crm received information that during a device explant procedure for normal battery depletion, it was discovered that the right atrial (ra) lead had an insulation breech and a possible fracture. The ra lead exhibited noise and high impedance measurements. It was unknown if the lead was possibly damaged during the device explant. The ra lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.